Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2352-70, (B)(4), description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing headaches so the physician decided to explant the leads. The physician did not suspect device malfunction but was unsure if the headaches were related to the device.

Manufacturer narrative:
Additional information was received that there are no complaints or issue with the patient and there will be no further course of action.

Event description:
A report was received that the patient was experiencing headaches so the physician decided to explant the leads. The physician did not suspect device malfunction but was unsure if the headaches were related to the device.